Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. New information received indicates that this device was explanted and returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. New information received indicates that this device was explanted.